Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device is undergoing investigation. The results are pending completion and will be submitted in a supplemental report. A service and repair history record review was attempted for the subject device but could not be completed because the device is a lot controlled item. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: jan 29, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterilization, the tip of the silicone handle/quick coupling with rotating cap was notice to be missing. There was no patient or procedural involvement associated with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the tip was missing. The repair technician reported the coupling sleeve was missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: quick coupling sleeve. The item was repaired per the inspection sheet, passed synthes final inspection on 4-nov-2016 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.